Manufacturer narrative:
Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled and one clip was properly fed and formed, however, upon the second firing, the cam was broke and no further analysis could be performed.

Event description:
It was reported that during an unknown procedure, the clip jammed and the clip was 1/3 of the way in the jaws. Another device was used to complete the case with no pt consequence.